Manufacturer narrative:
Concomitant medical products: sed01 ipg, implant date: unknown; mdt lead, implant date: unknown. User facility: na. Uf/importer report number: na. (B)(6). Contact person: n/a. Phone number: (B)(6). Date user facility became aware of event: 18-oct-2021. Type of report: initial. Date of this report: 02-dec-2021. Approximate age of device: n/a. Event problem codes: (B)(4). Report sent to FDA: yes 20-dec-2021. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic, plc addl: (B)(4) city: (B)(4) state: (B)(4) zip: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) was removed and capsular debridement was performed. No further patient complications have been reported as a result of this event.